Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, and calcified lesion exhibiting 92% stenosis located in the left anterior descending (lad) artery. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.

Manufacturer narrative:
Device evaluation the stent displaced distally, with wraps at the mid-stent located over the distal tip. Deformation was evident to wraps at all sections of the stent with struts raised and stretched. The distal tip was not visible and so deformation could not be determined. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.